Event description:
It was reported that during the revision of the associated left ventricular (lv) lead for this right atrial (ra) lead, this ra lead was damaged so it was explanted, with a new lead implanted instead. No additional patient effects were reported.

Manufacturer narrative:
This lead was damaged during the replacement of the associated left ventricular (lv) lead. The allegation in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that during the revision of the associated left ventricular (lv) lead for this right atrial (ra) lead, this ra lead was damaged so it was explanted, with a new lead implanted instead. No additional patient effects were reported.